Event description:
The event is reported as: the et tube leaked during intubation. The pt was re-intubated. No report of pt injury.

Manufacturer narrative:
It is unk if the device sample is available for eval. A device history record (DHR) review could not be conducted since the lot number was not provided. The complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported. Teleflex will continue to monitor and trend relating complaints.